Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT DURING PREPARATION OF THE STEERABLE GUIDE CATHETER (SGC), A LOSS OF FLUID COLUMN OCCURRED. THEREFORE, THE SGC WAS NOT USED AND WAS REPLACED. THERE WAS NO CLINICALLY SIGNIFICANT DELAY IN THE PROCEDURE. THE PATIENT WAS REPORTED TO BE DISCHARGED.

Event description:
It was reported that during preparation of the steerable guide catheter (SGC), a loss of fluid column occurred. Therefore, the SGC was not used and was replaced. There was no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.